Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery (lcx). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after predilation, the balloon was able to cross the lesion; however, it was ruptured upon 4atm. There were no patient complications reported.